Manufacturer narrative:
The referenced prior strokes were reported under medwatch MFR report# 2916596-2015-01436 and 2916596-2017-00206. (B)(4). Approximate age of device - 1 year. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was found by the spouse with aphasia. The patient was taken to the local emergency room. A computed tomography (CT) review was normal, but symptoms persisted. The patient was transferred to the implanting center. The patient¿s lactate dehydrogenase was greater than 2000 u/l on admission and was previously in the 200 u/l range in november. A heparin infusion was initiated. The patient¿s left side was previously affected by prior strokes, and now the right side was affected. Repeat CT showed left internal carotid artery thrombus and the patient was taken to operating room for a thrombectomy on (B)(6) 2018. Palliative care was consulted due to poor prognosis. Code status changed to dnr on (B)(6) 2018. The lvad was deactivated on (B)(6) 2018 and the patient was transferred to the local facility and passed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Stroke and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.